Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012927911 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, fluoroscopy confirmed that the guidewire was passing outside the ring when entering the superior vena cava (svc). The issue was resolved by manipulating the guidewire in and out. However, when attempting to retract the catheter into the sheath, the guidewire became entangled with electrodes 1 and 2, preventing the catheter from being stored in the sheath. By extending the distal electrodes four poles out from the sheath tip and pulling the nose toward the sheath, the entire ring was successfully retracted into the sheath and removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.